Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the complaint record reasonably suggests that no further information can be obtained to complete a full assessment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a button error alarm. The customer's blood glucose level was 6 mmol/l. The customer was advised to discontinue use of the device. The device will be replaced and returned.

Manufacturer narrative:
No button error alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker and minor scratches on the lcd window.